Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act keypad dome. Keypad connector found close properly during visual inspection. Device was received with currents in specification. No unexpected low battery. Minor scratched lcd window, cracked case near display window corners and battery tube threads cracked. (B)(4).

Event description:
The customer reported via phone call that the act, up and down buttons on the insulin pump are hard to push and she has to press them several times to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. The customer also mentioned receiving constant low battery alerts and having to change the battery every day. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.